Event description:
During an ablation procedure, the intracardiac signals were not displayed on the workmate system. The issue was unable to be resolved so the procedure was cancelled and rescheduled until the following day.

Manufacturer narrative:
A review of the device history record was not possible since the system serial number was provided and the component serial number was not. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported signal loss could not be conclusively determined.